Event description:
Reported issue: when the user fired a staple during the procedure, it got bent and did not properly suture. Therefore, a new unit was used instead. No harm to the patient occurred.

Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed there were four staples misaligned in the forming tool. There were no staples remaining in the cover block. The trigger was not returned engaged and clear evidence of use in the form of biological material was present on the forming tool of the device. Function inspection could not be completed as there were no remaining staples in the cover block. An nc was opened by the manufacturing site to further investigate this issue. The device history review for the product visistat 35r 6/box lot# 73l2100821 investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Brief description (bd) code was changed to misfire/jamming-misaligned staples to better match the sample received. Visual examination revealed that there were four misaligned staples in the forming tool and no remaining staples in the cover block. The sample was disassembled, and no defects or anomal ies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of bent/deformed parts-staples was not confirmed based upon the sample received. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: when the user fired a staple during the procedure, it got bent and did not properly suture. Therefore, a new unit was used instead. No harm to the patient occurred.